Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00223: plate.

Event description:
The implanted clavicle plate broke post operatively. The plate and screws were explanted.